Manufacturer narrative:
Device is a combination product. Date of event - used (B)(6) 2019 since event date is not provided. Device evaluated by MFR.: promus premier ous mr 38 x 2.75 stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found a hypotube break 21.7cm distal to the distal end of the strain relief. Multiple kinks were also observed. Visual and tactile examination of the shaft polymer extrusion found no issues. Visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jun2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The lesion contained more than 45 degree bend. After a 6f guide catheter and a 0.014 wire was engaged, a 2.00mm diameter balloon catheter was advanced to prepare the vessel bed. A 38 x 2.75mm promus premier drug-eluting stent was then advanced to treat the lesion but the device failed to cross due to angulation. The device was replaced with another of the same and the procedure was completed. There were no patient complications reported and patient's status was stable. However, returned device analysis revealed a shaft break.